Event description:
Per report, unit was programmed to deliver mvi on station #7 but none was delivered (final solution not yellow in color) and there was no alarm. Reporter also said they had precipitates in sodium phosphate and potassium phosphate source containers and also had a p-22 error.